Event description:
The user facility returned the subject bronchoscope to olympus for service due to a damaged bending section rubber. The user facility asl reported that the subject bronchoscope failed during a procedure, and was involved in pt injury or death.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was informed that the subject bronchoscope was used to assist in an intubation procedure. The subject device was said to have been used with two smith medical tracheal tubes (portex7 and portex8). The procedure was said to have been completed using the same bronchoscope, but the pt reportedly expired after the procedure. The cause of death is unk and the user facility indicated that they do not suspect the bronchoscope to be the cause of the pt's outcome. No further information was provided. The evaluation of the subject bronchoscope confirmed that the bending section cover was found to be stretched, which caused the bending section cover to fold back from the distal end. Based on the investigation with the user facility the subject bronchoscope was being reprocessed in a steris system 1e, which is an automated endoscope reprocessor that olympus does not recommend or support. The bronchoscope was serviced and returned to the user facility. The exact cause of the pt outcome remains unk. This report will be supplemented if additional and significant information becomes available.